Event description:
It was reported that the leads had high impedances. The patient underwent a replacement procedure and is doing great postoperatively. The explanted devices were not returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218550. Model:sc-9218-55. Serial: (B)(6). Batch: 18659183. UDI: (B)(4).

Manufacturer narrative:
Sc-9218-55 (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Sc-9218-55 (sn: (B)(6)) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the leads had high impedances. The patient underwent a replacement procedure and is doing great postoperatively. The explanted devices were not returned due to hospital policy.